Event description:
A report was received that the patient was experiencing pain at the ipg site due to the ipg being too superficial. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device analysis revealed that the ipg passed all tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Sc-3138-55 ((B)(4)). The device was cut during the explant procedure, and the proximal tip end was not returned. X-ray inspection found no open cables along the returned portion of the lead. Sc-3138-55 (sn: (B)(4)), sc-2218-50e (sn: (B)(4)). A review of the manufacturing documentation for the leads and lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the ipg site due to the ipg being too superficial. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55, serial (B)(4), description: scs phiii ext 55cm. Model #: sc-2218-50e, serial (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site due to the ipg being too superficial. The patient underwent an explant procedure. No device malfunction was suspected.